Manufacturer narrative:
(B)(4). The tracheostomy tube was returned for investigation. Air was applied to the tube cuff and a herniation was observed. The reported malfunction was verified. The manufacturing guidelines and controls were reviewed and found effective to identify the malfunction. Each product undergoes an inflation deflation test prior to release from manufacturing. The cuff is inflated and checked after twenty four hours to ensure there are no defects. At this stage any defects are removed from the lot.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reports that a hernia appeared on the balloon. The patient could not breath properly so we changed the device. The information provided suggest that decannulation and recannulation of a replacement tube was required. Covidien is attempting to gather further details associated to the circumstances of this report. Investigation efforts are ongoing.